Event description:
Patient was treated during the index procedure with an ensp35012ux drug eluting stent implanted in the rca. 11 months post the index procedure, the patient had a rectal bleed. The event was assessed as not related to the study device and probably related to the study drug.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (haemorrhage). Evaluation conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).